Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the catheter presented a crack or break of the venous path near the clamp. It was stated that there was a blood extraction after the hemodialysis session. The catheter passed on the same day of nonrecurrences. There was no reported patient outcome.